Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(6). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Unknown custom tibia, unknown distal femur & unknown femoral stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05721, 0001825034-2017-06199 & 0001825034-2017-06203.

Event description:
It was reported that the patients left hip will be revised due to the initial procedure custom implant missing from package.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.